Manufacturer narrative:
(B)(4). Date sent: 6/28/2024 d4: batch #770c70 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with both bearings detached and not returned for analysis, and a reload loaded. The reload had 1 driver up with protruding staples. Further investigation shows that the shroud was noted damage on the same side of the detached bearings. The damages noted were scratches. No damage to the saddle pin was noted. The device was tested for functionality with a returned reload and it fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the bearings detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. All devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample and it should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 770c70, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure the material is used for the first time which is ready to close and pass the blade but this does not advance to notice that the recharge was good we passed another stapler with the same recharge and does not work for which we pass another recharge and if it works, in the event is also involved a recharge which is not charged to the patient for the aforementioned event. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2024.